Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 15.2 mmol/l (274 mg/dl) less than 3 hours after the pod was activated and he noticed the cannula was bent.